Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error watch dog.. Technical support - replace logic board; recommend to replace logic board. Biomed will look in his shop to see if he has another logic board. If not, he will call back for a RMA.. The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Event description:
(B)(4). Case description: caller has an 8015 unit will give a watch dog error when powering down. Sn: (B)(6). Case resolution: replace logic board; recommend to replace logic board. Biomed will look in his shop to see if he has another logic board. If not, he will call back for a RMA.

Event description:
Case #: (B)(4). Case subject: npi 8015 error watch dog. Account name: (B)(6) medical center. Account #: (B)(6). Asset name: 8015ls pcu dom v9.15 a/b/g. Asset location: contact: (B)(6). Contact email: (B)(6). Contact phone: (B)(6). Contact mobile: patient or user involvement: no. Patient or user harm: no. Case description: caller has an 8015 unit will give a watch dog error when powering down. Sn: (B)(6). Failure device type: failure problem type: failure mode: case resolution: replace logic board; recommend to replace logic board. Biomed will look in his shop to see if he has another logic board. If not, he will call back for a RMA.

Manufacturer narrative:
Technical support troubleshoot with the customer over the phone and confirmed customer reported issue of: 8015 error watch dog.. Technical support - replace logic board; recommend to replace logic board. Biomed will look in his shop to see if he has another logic board. If not, he will call back for a RMA.. The customer¿s reported problem was confirmed. A review of the device history record in sap for sn (B)(6) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue. A review of the complaint history record in the trackwise was performed for the sn (B)(6) which confirmed no similar complaints with the same or related failure mode.

Manufacturer narrative:
A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure, and product was not returned for servicing which not correlates to the customer reported issue.a review of the complaint history record in the trackwise was performed for the sn (B)(4) which confirmed no similar complaints with the same or related failure mode.the customer stated that there was no patient involvement.

Event description:
(B)(4). Caller has an 8015 unit will give a watch dog error when powering down. Sn: (B)(4). Replace logic board; recommend to replace logic board. Biomed will look in his shop to see if he has another logic board. If not, he will call back for a RMA.